Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a low battery alert, he changed the battery and blood glucose level was 58 mg/dl. Later in the morning it was 132 mg/dl and by night he was at 360 mg/dl. He woke up at 1am and was at 380 mg/dl. Customer stated he had changed the site and the cannula was not bent but he did bleed at removal. Customer stated but he has had some bent cannulas in the past and found blood in the tubing. Customer treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to further troubleshoot last blood glucose value was 528 mg/dl; he had not washed his hands. He tested again and was at 465 mg/dl. He stated that he would wait 2 hours to see if blood glucose goes down.